Manufacturer narrative:
Analysis of the software, case part (B)(4), determined that the software was unresponsive. Analysis of the mouse, case part (B)(4), found no anomalies. The mouse was replaced to resolve the issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the mouse was unresponsive. The site tried unplugging the mouse and using another port without resolution. Resetting the system allowed the mouse to become responsive but then once software was launched, the mouse would become unresponsive again. No patient was present.